Manufacturer narrative:
Add'l info has been requested and if received will be submitted on a supplemental report.

Event description:
It was reported that "pts hip stem broke after approx 2 years. Pt was revised.